Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 28477ud01 did not show any related potential non-conformances, deviations, or non-conformances. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The median patient result for lot 28477ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 28477ud01 was identified.section d4 - lot no was updated from 28477ud00 to 28477ud01section d4 - catalog no was updated from 03p25-74 to 03p25-77

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25-74 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a (B)(6) year old male patient. The following data was provided (reference range for male is 34.2 pg/ml): initial result = 160 pg/ml and an abnormal electrocardiogram. The patient was admitted to the hospital and a new blood sample was collected after a week of treatment. Initial result = 80 pg/ml and normal electrocardiogram. The patient was discharged, and a new sample collected a week later. Initial result = 80 pg/ml. The patient went to another hospital to have another troponin completed on a roche instrument which generated a result of 0.0 pg/ml. No impact to patient management was reported.